Event description:
It was reported that a detached or missing sensor wire occurred.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4 UDI: - correction. H2 type of follow up: - correction. H10: corrected data.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025 . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).